Event description:
It was reported that while preparing to explant this device due to normal battery depletion (nbd), simultaneous noise and oversensing were observed on both the right atrial (ra) lead and right ventricular (rv) leads. The involved leads are non boston scientific products. Technical services (ts) asked if it was known what the patient was doing at the time of the events, but this could not be determined. Lead measurements were all stable, however, it was noted they have been implanted since 2006. Ts discussed that this could be the beginning of lead issues. Further evaluation was recommended. No adverse patient effects were reported. This device was explanted and successfully replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while preparing to explant this device due to normal battery depletion (nbd), simultaneous noise and oversensing were observed on both the right atrial (ra) lead and right ventricular (rv) leads. The involved leads are non boston scientific products. Technical services (ts) asked if it was known what the patient was doing at the time of the events, but this could not be determined. Lead measurements were all stable, however, it was noted they have been implanted since 2006. Ts discussed that this could be the beginning of lead issues. Further evaluation was recommended. No adverse patient effects were reported. This device was explanted and successfully replaced. This product has been received for analysis.